Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the patient had forgotten to recharge his battery after turning it off for an unrelated surgery. One trickle charge was done and the battery was reset and the programming was still perfectly in the middle of his back. The power on reset was cleared and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The consumer reported that the patient ¿had not charged for quite a while and it may be dead.¿ the consumer reported that it had been at least a year since the patient¿s last successful charge session. The consumer also reported that ¿they tried to get it going last fall because it either didn¿t want to take a charge or didn¿t want to hold a charge.¿ the consumer reported that ¿it took forever to get it going and they told him to keep it charged and he did not.¿ the consumer was redirected to the patient¿s healthcare provider (hcp) to address the possible overdischarge. No further complications were reported.